Event description:
Multiple balance chamber pressure high alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The user's guide also instructs to rinseback the pt's blood if alarm cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling instructions are followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.